Manufacturer narrative:
Device evaluated by manufacturer: a 4.00 mm x 38 mm synergy xd stent delivery system (sds) was returned for analysis inside a 6 fr guide catheter with a 0.014" guidewire loaded. Visual, tactile, microscopic analysis and functional testing was performed on the device. A visual and tactile examination of the hypotube shaft identified multiple hypotube kinks along the length of the hypotube shaft. The detached portion of the device was removed from the guide catheter, and an examination identified a break in the midshaft 121.7cm from the strain relief. The midshaft and polymer extrusion was severely stretched throughout. The guidewire was unable to be removed from the device. The stent was not attached to the device and not returned for analysis. Microscopic examination of the balloon material identified no tears or pinholes in the balloon. The bumper tip showed no signs of distal tip damage. The device was attached to an encore inflation unit however due to the severity of damage and stretching in the polymer extrusion the balloon was unable to inflate.

Event description:
It was reported that removal difficulties, balloon rupture, and deflation failure occurred. The patient underwent rotablation and percutaneous coronary intervention. The 50% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 1.50 mm rotapro burr was successfully used for atherectomy. Following pre-dilatation with a 3.50mm x 20mm nc emerge balloon catheter, a 4.00mm x 38mm synergy xd drug-eluting stent was successfully deployed at the ostium. The stent balloon was deflated and was moved proximally to cover the ostium and into aorta. However, during the second inflation at 20atm for 15seconds, the balloon burst and failed to deflate. Deflation was attempted for five minutes, including multiple attempts were also made to negative on the balloon which drew blood into the inflation device. The guide catheter was then disengaged, allowing the balloon to be slowly pulled back from the stent. Despite this, the balloon could not be retracted into the guide and became stuck. As a result, the non-boston scientific guidewire and guide catheter together along with the stent balloon were all removed together. No device fragments remained inside the patient. The procedure successfully completed with new guide catheter and guidewire, followed by post-dilatation of the stent with a 4.00 mm x 20 mm nc emerge balloon catheter. There were no patient complications and the patient stable post-procedure.

Manufacturer narrative:
This supplemental MDR is being submitted to update the evaluation conclusion code.

Event description:
It was reported that removal difficulties, balloon rupture, and deflation failure occurred. The patient underwent rotablation and percutaneous coronary intervention. The 50% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 1.50 mm rotapro burr was successfully used for atherectomy. Following pre-dilatation with a 3.50mm x 20mm nc emerge balloon catheter, a 4.00mm x 38mm synergy xd drug-eluting stent was successfully deployed at the ostium. The stent balloon was deflated and was moved proximally to cover the ostium and into aorta. However, during the second inflation at 20atm for 15seconds, the balloon burst and failed to deflate. Deflation was attempted for five minutes, including multiple attempts were also made to negative on the balloon which drew blood into the inflation device. The guide catheter was then disengaged, allowing the balloon to be slowly pulled back from the stent. Despite this, the balloon could not be retracted into the guide and became stuck. As a result, the non-boston scientific guidewire and guide catheter together along with the stent balloon were all removed together. No device fragments remained inside the patient. The procedure successfully completed with new guide catheter and guidewire, followed by post-dilatation of the stent with a 4.00 mm x 20 mm nc emerge balloon catheter. There were no patient complications and the patient stable post-procedure.

Event description:
It was reported that removal difficulties, balloon rupture, and deflation failure occurred. The patient underwent rotablation and percutaneous coronary intervention. The 50% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 1.50 mm rotapro burr was successfully used for atherectomy. Following pre-dilatation with a 3.50mm x 20mm nc emerge balloon catheter, a 4.00mm x 38mm synergy xd drug-eluting stent was successfully deployed at the ostium. The stent balloon was deflated and was moved proximally to cover the ostium and into aorta. However, during the second inflation at 20atm for 15seconds, the balloon burst and failed to deflate. Deflation was attempted for five minutes, including multiple attempts were also made to negative on the balloon which drew blood into the inflation device. The guide catheter was then disengaged, allowing the balloon to be slowly pulled back from the stent. Despite this, the balloon could not be retracted into the guide and became stuck. As a result, the non-boston scientific guidewire and guide catheter together along with the stent balloon were all removed together. No device fragments remained inside the patient. The procedure successfully completed with new guide catheter and guidewire, followed by post-dilatation of the stent with a 4.00 mm x 20 mm nc emerge balloon catheter. There were no patient complications and the patient stable post-procedure.